Manufacturer narrative:
Follow-up # 2 ¿ (02/27/2015). The patient¿s meter has been returned on 1/28/2015 and evaluated by lifescan product analysis on 2/17/2015 with the following findings:the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging that the onetouch verio meter powers off during use. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began on (B)(6) 2014, at approximately 8pm. Following the reported power issue, the patient did not test her blood glucose with another device nor did she take any action in regards to diabetes management routine. According to the csr¿s documentation, approximately one to two days after the reported power issue occurred, the patient reportedly felt weak. There are no indications, however, that the patient received any form of medical intervention after the product issue occurred. At the time of troubleshooting, the csr noted the patient was using the subject meter for the first time and there was no misuse of the lfs product. However, the reported power issue remains unresolved. Replacement products were sent to the patient. Based on the information provided, the patient did not suffer signs or symptoms indicative of a serious injury. This complaint is being reported because, the alleged product issue was not resolved during troubleshooting.